Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a transfer set was damaged and leaking during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two samples were reported to have the reported issue. Two (2) actual samples were received for evaluation. Functional testing including leak testing, clear passage testing and clamp function testing were performed on both samples with no issues noted. Visual inspection found no issues with the first sample. The reported issue was not verified. The second sample was found to be disassembled, with the female connector not flush to the main body. The cause was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.